Event description:
It was reported that the patient's ipg was explanted and replaced on an unknown date due to reaching end of life.

Manufacturer narrative:
Date of event is estimated. Date of explant is unknown. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. During processing of this incident, attempts were made to obtain complete event information. Further information was requested but not received.